Event description:
Baxter pump shut off during infusion of epinephrine (lifesaving drug). Pump screen turned red and shut off without warning. This was an issue we initially found with baxter- the pump should always alarm low battery. This did not and just shut off.